Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient reported to technical support during troubleshooting of a liberty select cycler alarm that a fluid leak was observed when removing the cassette from the cycler. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Additional information was solicited.

Event description:
"."

Manufacturer narrative:
Plant investigation: a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
"."